Manufacturer narrative:
The other relevant components include: product ID 8709sc, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there was overinfusion with the pump. Analysis of the catheter found that there was coring/tear/cut in the seal, but there was no leak allegation and there was no leak seen in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 604.3 mcg/day in flex mode via an implanted pump for cerebral palsy and intractable spasticity. The return paperwork was received for the pump and catheter and it was noted ¿it was just time for pump replacement.¿ the pump and catheter were replaced on (B)(6) 2017. A rotor and dye study were not performed. There were no signs or symptoms noted. The doctor just wanted to send back the product and noticed an indentation in the connector and changed it out. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.